Event description:
Allergic reaction from synvisc [device allergy] ([pruritus aggravated], [skin discomfort], [crawling sensation of skin], [skin burning sensation]) insomnia [insomnia]. Case narrative: this case is cross linked with case: (B)(4) (left knee). Initial information received from united states on 05-may-2021 regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) years old male patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) and had allergic reaction from synvisc and insomnia. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking synvisc injections at the dose of 2 ml qw (every week) via unknown route (with an unknown batch number) for osteoarthritis in right knee. On (B)(6) 2021, patient received second injection and on (B)(6) 2021, patient received third injection. After the third injection, patient had slight itching all over the body (pruritus, onset: (B)(6) 2021, latency: few days). By the (B)(6) 2021, the itching was unbearable and worse. Patient had itching all over, feeling of skin crawling, burning and feeling of pieces of glass under his skin and allergic reaction to synvisc (pruritus, formication, skin burning sensation, skin discomfort, device allergy) (onset: 2021, latency: few days). Event of device allergy qualified as adverse event of special interest and was assessed as serious as intervention required. On (B)(6) 2021 (latency: 18 days), he experienced insomnia, took melatonin and diphenhydramine hydrochloride (benadryl) together. At 3am on, (B)(6) 2021, patient went to ER (emergency room) and received steroids and diphenhydramine hydrochloride. Patient was prescribed methylprednisolone - 4mg and (B)(6) 2021 was day 3 of taking medication. Patient was also prescribed hydroxyzine 25mg - 1 by mouth for 10 days. Patient stated that despite all of the treatment, his side effects are not improving and he was not certain as to the value of synvisc he was received, was highly concerned about the symptoms he was experiencing. Synvisc was not used for the first time. Action taken: not applicable for both events. The patient was treated with melatonin for insomnia, diphenhydramine hydrochloride for both events, methylprednisolone and hydroxyzine for device allergy. At time of reporting, the outcome was not recovered / not resolved for both events. A product technical complaint was initiated, and results were pending for the same.

Event description:
Allergic reaction from synvisc [device allergy] ([pruritus aggravated], [skin discomfort], [crawling sensation of skin], [skin burning sensation]) insomnia [insomnia] case narrative: initial information received from united states on 05-may-2021 regarding an unsolicited valid serious case received from patient. This case is cross linked with (B)(6) (multiple devices suspect for same patient; left knee) this case involves 41 years old male patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) and had allergic reaction from synvisc and insomnia. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking synvisc injections (strength: 16mg/2ml) at the dose of 2 ml qw (every week) via unknown route (with an unknown batch number) for osteoarthritis in right knee. On (B)(6) 2021, patient received second injection and on (B)(6) 2021, patient received third injection. After the third injection, patient had slight itching all over the body (pruritus, onset: (B)(6) 2021, latency: few days). By the (B)(6) 2021, the itching was unbearable and worse. Patient had itching all over, feeling of skin crawling, burning and feeling of pieces of glass under his skin and allergic reaction to synvisc (pruritus, formication, skin burning sensation, skin discomfort, device allergy) (onset: 2021, latency: few days). Event of device allergy qualified as adverse event of special interest and was assessed as serious as intervention required. On (B)(6) 2021 (latency: 18 days), he experienced insomnia, took melatonin and diphenhydramine hydrochloride (benadryl) together. At 3am on, (B)(6) 2021, patient went to ER (emergency room) and received steroids and diphenhydramine hydrochloride. Patient was prescribed methylprednisolone - 4mg and (B)(6) 2021 was day 3 of taking medication. Patient was also prescribed hydroxyzine 25mg - 1 by mouth for 10 days. Patient stated that despite all of the treatment, his side effects are not improving and he was not certain as to the value of synvisc he was received, was highly concerned about the symptoms he was experiencing. Synvisc was not used for the first time. Action taken: not applicable for both events the patient was treated with melatonin for insomnia, diphenhydramine hydrochloride for both events, methylprednisolone and hydroxyzine for device allergy. At time of reporting, the outcome was not recovered / not resolved for both events a product technical complaint (ptc) was initiated on 05-may-2021 for synvisc (batch number: unknown) with global ptc number 100351171. The sample was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. Investigation: the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 18-aug-2023 with summarized conclusion as no assessment possible. Additional information was received on 05-may-2021 from quality department: ptc details with global ptc number and suspect strength added. Text was amended accordingly. Additional information was received on 18-aug-2023 from quality department: ptc result was added. Text amended accordingly.

Event description:
Allergic reaction from synvisc [device allergy] ([pruritus aggravated], [skin discomfort], [crawling sensation of skin], [skin burning sensation]). Insomnia [insomnia]. Case narrative: initial information received from united states on 05-may-2021 regarding an unsolicited valid serious case received from patient. This case is cross linked with (B)(4) (multiple devices suspect for same patient; left knee). This case involves a 41 years old male patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) and had allergic reaction from synvisc and insomnia. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking synvisc injections (strength: 16mg/2ml) at the dose of 2 ml qw (every week) via unknown route (with an unknown batch number) for osteoarthritis in right knee. On (B)(6) 2021, patient received second injection and on (B)(6)2021, patient received third injection. After the third injection, patient had slight itching all over the body (pruritus, onset: on (B)(6) 2021, latency: few days). By on (B)(6) 2021, the itching was unbearable and worse. Patient had itching all over, feeling of skin crawling, burning and feeling of pieces of glass under his skin and allergic reaction to synvisc (pruritus, formication, skin burning sensation, skin discomfort, device allergy) (onset: 2021, latency: few days). Event of device allergy qualified as adverse event of special interest and was assessed as serious as intervention required. On (B)(6) 2021 (latency: 18 days), he experienced insomnia, took melatonin and diphenhydramine hydrochloride (benadryl) together. At 3am on, (B)(6)2021, patient went to ER (emergency room) and received steroids and diphenhydramine hydrochloride. Patient was prescribed methylprednisolone - 4mg and on (B)(6) 2021 was day 3 of taking medication. Patient was also prescribed hydroxyzine 25mg - 1 by mouth for 10 days. Patient stated that despite all of the treatment, his side effects are not improving and he was not certain as to the value of synvisc he was received, was highly concerned about the symptoms he was experiencing. Synvisc was not used for the first time. Action taken: not applicable for both events. The patient was treated with melatonin for insomnia, diphenhydramine hydrochloride for both events, methylprednisolone and hydroxyzine for device allergy. At time of reporting, the outcome was not recovered / not resolved for both events. A product technical complaint (ptc) was initiated on 05-may-2021 for synvisc (batch number: unknown) with global ptc number: (B)(4). The sample was not available and ptc was set in process. Additional information was received on 05-may-2021 from quality department: ptc details with global ptc number and suspect strength added. Text was amended accordingly.